Manufacturer narrative:
The device has been reported as discarded, therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Please note, the event date is unknown. Initial reporter phone: (B)(6). Manufacturer's ref.#: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, small, where hemostatic valve separation occurred. Valve leakage catheter occurred. It was reported that during a procedure were blood was leaking from the valve of carto vizigo¿ 8.5f bi-directional guiding sheath, small. No adverse patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information becomes available in the future, the reportability decision will be reassessed. This complaint conservatively open to account for the indicated first event.